Event description:
Smiths medical int'l ltd., has been notified of one event of the pt taken care of at home and he showed a crisis of sudden cyanosis. Parents noticed that the blue connector of the trach tube was loose. They took it out, and noted that it had separated from the tube. They tried to place a new tube, but resistance to insertion was noticed. Due to emergent nature for ventilation they forced the insertion. Ventilation was achieved and the pt was moved to the hosp.